Event description:
A customer contacted beckman coulter inc. (Bci) regarding false reactive toxo igg results generated by the unicel dxl 800 access immunoassay system on an unknown number of patients.repeat testing on an alternate instrument resulted as negative. The actual patient results were not supplied.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A system check performed met specifications.calibration passed and qc was within the customer's established ranges after the event.it is not indicated that service was dispatched for this event.a clear root cause for this event has not been determined to date.